Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the implantable neurostimulator (ins) was replaced due to being in an overdischarge (od) state. This was reported to be due to patient compliance as they were not charging. Diagnostics, troubleshooting, and interventions were unknown although it was noted that a manufacturer¿s representative tried to ¿fix it¿ but was unable to. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.